Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Right after the customer delivered a bolus, the insulin pump alarmed. Customer's blood glucose level was 107 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.